Manufacturer narrative:
Approximate age of device: the event occurred on the day of implant. Manufacturer's investigation conclusions: the sealed outflow graft (graft) and sealed outflow graft bend relief were returned for evaluation. The sealed outflow graft bend relief was found to be unremarkable upon visual examination. Examination of the graft revealed that the c-ring was out of place and was situated in the o-ring groove of the graft adapter, preventing a leak tight connection with the pump¿s outflow connection. The c-ring, o-ring, and screw ring were removed from the graft and examined under a microscope. The examination revealed no evidence of damage. The remainder of the graft hardware was evaluated and also appeared unremarkable. The graft was then reassembled properly and connected to a test pump. Water passed through the test system and no leaking occurred. The properly assembled graft was pull tested in accordance with the device¿s design requirements and passed without issue. A final leak test was performed after the graft was pull tested and water passed through the system as intended. Although a definitive time point for when the c-ring became displaced could not conclusively be established through this evaluation, the absence of damage to the graft hardware suggests that it occurred prior to the graft's attachment at implant. A root cause for the displacement of the c-ring could be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The device returned for analysis. The complaint investigation confirmed the reported issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that after attaching the outflow graft to the pump and fixing the pump on to the ring, the surgeon noticed significant bleeding from the pericardium and on investigation found the outflow graft to be leaking badly. The blue connection which screws on to the pump was tight, but there was undue movement of graft and the blue threaded connector which lead to bleeding. After few attempts the surgeon decided to exchange the outflow graft. There was no issue with the replacement outflow graft. No further information was provided.